Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the needle broke off in the patient's right upper arm. The surgeon was unable to retrieve the needle and it remains in the area of the deltoid in the subcutaneous tissue.